Event description:
It was reported that during a arthroscopic labrum stabilization surgery the eyelet of the device broke off during insertion. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation could not be confirmed. Visual inspection identified that the peek eyelet and the bio-composite screw were not returned for evaluation. No damaged was observed to the pushlock driver. Device functioning testing could not performed due to the missing components.